Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. While attempting to implant the 27mm watchman flx closure device, the patient developed st segment elevation and became hypotensive. This was noticed via an electrocardiogram (EKG). The patient was treated with anesthesia, and the st segment elevation resolved. An air embolism in the coronary artery was suspected via the EKG reading. The case was successfully completed with no further complications. After the case was completed, a review of the fluoroscopy films confirmed air around the device at the time of deployment. No air was visualized in any part of the device or sheath. As a precaution, the patient was kept flat for longer than usual before sitting upright. The patient was discharged from the hospital with no complications.